Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that cardiac decompensation occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 23 mm lotus valve. No new conduction disturbance was noted post bav. Successful repositioning of the 23mm lotus valve involved partial resheathing of the 23mm lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. The subject was discharged on clopidogrel and warfarin. Post procedure summary: in (B)(6) 2019, 1732 post index procedure, the subject presented with unknown symptoms and was diagnosed with congestive heart failure. On the same day, subject was hospitalized for further evaluation. On an unknown date, x-ray, ultrasound and lab tests were performed as diagnostics for the event. The event was treated with medications. The subject had a previous aortic valve thrombosis and since that event, subject has a moderate severe aortic valve insufficiency. In (B)(6) 2019, the event was considered recovered/ resolved and the subject was discharged.